Event description:
Customer reported the system will not boot up and displays a white screen. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but could not obtain parts for this system, due to its age and parts are no longer available. Customer has taken system out of service and will make a determination on replacement later.